Event description:
Brush head is loose on the body and comes off when brushing - oral-b toothbrush [device breakage]. Case narrative: consumer via chat stated that when brushing, the brush head is extremely loose on the body and comes off. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.